Manufacturer narrative:
Additional information: device evaluated by mfg. An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Visual inspection was carried out as part of the material analysis report (mar), it noted the following the returned device is shown in figures 1 and 2. The parts were examined with the aid of a stereo microscope at magnifications up to 50x. The stem fractured approximately 3.9 inches from the distal tip. The anterior and posterior surfaces of the stem are shown in figures 3 and 4, respectively. Damage consistent with the explantation process and the cement-mantle breakdown process were observed on the stem. The fracture surfaces of the stem are shown in figures 5 and 6. The approximate direction of fracture propagation is shown in figure 5. The proximal end of the stem was analyzed under a scanning electron microscope (sem) for further evaluation. Sem images of the stem are shown in figures 7 through 9. The location of fracture origin is shown in figures 7 and 8. Fatigue striations were observed on the fracture surface, indicating the device fractured in fatigue (figure 9). The final fracture was obscured by post-fracture abrasion energy-dispersive spectroscopy (eds) analysis was performed on the stem (figure 10). Elemental constituents included fe-cr-ni-mn-mo, which are consistent with astm f1586 alloy. The mar concluded: the stem fractured in fatigue. Eds showed the stem was consistent with astm f1586 alloy. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. Dimensional and functional inspection: could not be completed due to the nature of the damage to the device and the compromise to material integrity. No medical records were received for review with a clinical consultant. Review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient presented in clinic (B)(6) 2017. It was reported that x-ray showed fractured exeter hip stem. It was reported that the patients stem fractured mid stem within the cement mantle. It was reported that the patient required a revision surgery (B)(6) 2017. It was reported that the patient is (B)(6) with a bmi 50, left hip.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient presented in clinic (B)(6). It was reported that x-ray showed fractured exeter hip stem. It was reported that the patients stem fractured mid stem within the cement mantle. It was reported that the patient required a revision surgery (B)(6). It was reported that the patient is (B)(6) with a bmi 50, left hip.